Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2018, the patient underwent tha revision surgery. The initial tha surgery was performed with super secure fit and v40 taper vit head on (B)(6) 2006. The patient complained symptom of femoral nerve palsy in 2017, and MRI showed pseudo tumor and osteolysis. In the revision surgery, some black foreign material noted near the junction (including inside of the head) of the head and neck. Ultimately, the head and a liner was replaced with new ones and the revision surgery was completed.